Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 21 failed. A field service engineer (fse) replaced the pyxibus controller and drawers (9, 10, and 11) in the main medbank unit, with medbank support assisting in configuration; however, further issues were observed with drawer 12, leading to multiple controller and pyxibus replacements before determining the root cause was software-related, which was subsequently resolved by the medbank team. Additionally, the fse coordinated with technical support specialist (tss) to configure the matrix drawer, during which the device identification (ID) for zone 21 on station 01 was updated for the new drawer board, and testing was performed on-site confirming the drawer opened as expected. Final validation included remote support configuring and actuating the drawers, with all drawers functioning as intended and the system was confirmed working. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer failed to open when attempting to issue an item from drawer 21. Staff were able to issue medications from other drawers. The populate button displayed that drawer 21 device was not found. The customer reported that they had to access the medications from nearby pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.